Event description:
It was reported that the patient fell backward, striking the head and losing consciousness. The patient was subsequently admitted to the emergency department. The patient underwent magnetic resonance imaging (MRI) and computed tomography (CT) scans, and the physician reported that the evaluation results were unremarkable.